Event description:
Home patient (hp) contacted baxter technical service center (tsc) for assistance during automated peritoneal dialysis therapy. Hp indicated to the tsc technician the hp had received a low drain alarm during the initial drain cycle. At that time, hp noted the hp had not opened the hp's transfer set. The hp opened the hp's transfer set and received further instruction regarding a low drain volume. As hp continued into therapy, the hp reported pain in the hp's right shoulder to the tsc. The hp was unable to verify if air had been removed during priming of the homechoice cassette. Hp was advised to contact the hp's rn regarding reported incident, however, it was noted that hp wanted to continue therapy. Further follow up with the hp's rn indicated she was informed of the reported incident by the hp. The rn reviewed and verified the correct setup procedure with the hp. Rn was unable to state if this was user error, as reported incident may be related to patient's gall bladder. No patient injury or medical intervention reported per rn.